Event description:
The facility reported a colleague infusion pump with failure code 814:04. It is unknown when this condition occurred, however, it is known to have occurred in the sterile processing unit. This event may have interrupted delivery. There was no report of patient/user involvement, injury or medical intervention. No additional information is available. The user interface module software version of this pump is currently unknown.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently awaiting evaluation. Baxter will continue to monitor similar reports to determine if further actions are required. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with failure code 814:04 was confirmed and duplicated during product evaluation. The root cause was assigned to a faulty air in line (ail) printed circuit board (pcb). No further testing has been completed at this time and no repairs have been performed as the referenced device has been removed from service. This is involving a pump with software version 6.13.90 which is categorized as a colleague 2006.